Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed on the retuned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a peripheral procedure to treat a target lesion in the heavily calcified superficial femoral artery. The 6.0 x 200 mm armada 18 dilatation catheter was advanced to the target lesion. The device was inflated to 8 atmospheres and it was noted that the pressure went down due to a tear in the balloon caused by vessel calcification. The armada 18 was removed from the patient anatomy without difficulty. There were no adverse patient effects and no clinically significant delay. A second non-abbott dilatation catheter was used. No additional information was provided.